Event description:
The service report shows the customer reported that the 840 ventilator had a blank screen. There was no patient involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the power supply. The unit passed extended self-testing.